Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - 2001. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Discarded.

Event description:
It was reported that a patient underwent a right total hip arthroplasty on an unknown date in 2001. Subsequently, the patient was revised on (B)(6) 2016 due to chronic dislocation as as result of the locking ring coming off the shell. The liner, head, and locking ring were removed and replaced.